Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited high pacing threshold, low lead impedance, noise, and insulation anomaly. The lead was capped and replaced. No patient symptoms were reported.